Event description:
A radial edge was used for a diagnostic bronchoscopy. During the procedure, the forceps would not pass through the scope due to a broken pull wire. There were no complications or intervention reported with this event.